Manufacturer narrative:
Investigation evaluation: a visual inspection of the device without magnification confirmed a small burr at the distal tip. This defect was then further confirmed under 5x magnification. Although we can confirm the customer report of the burr, the device meets all documented mfg specifications. No other product discrepancies were noted that may have attributed to the defect. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not produce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the tip of the sphincterotome can occur if the sphincterotome rec'd excessive pressure during advancement of the catheter through the accessory channel of the endoscope. If the elevator of the endoscope has an abnormally sharp edge, this could contribute to a damaged tip. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to a damaged tip include manipulating the handle with the pre-curved style inside the cannulating tip. The instructions for use advise the user to carefully remove the pre-curved stylet from the cannulating tip. The instruction for use contains the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." The instructions for use states: notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Potential complications included but are not limited to hemorrhage. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection using magnification of the tip and a functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician selected a cook tri-tome pc triple lumen sphincterotome. The packaging was opened and the sphincterotome was advanced through the accessory channel of the endoscope. At this time, the physician observed an unsmooth burr at the distal end of the catheter. The physician continued the procedure by using this device. The burr had influence on the ability to cannulate and caused what was described as "duodenal papilla hemorrhage" when contact with the device was made. The pt underwent a small amount of bleeding during the procedure and the bleeding stopped on its own without the need for intervention. The physician changed to another product to finish the procedure. The pt condition is normal now. No add'l procedures were required and no adverse effects were reported. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.